Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter hospital contact number: (B)(6). Pms 510(k): device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a screwdriver broke during a surgical procedure on (B)(6) 2015. Per the device report, the instrument broke while being used to insert a universal reduction screw system. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the complained instrument has shown that the tip broke off as a result of excessive torsional. It is likely that the deformation of the tip caused by excessive mechanical stress. The microscopic view of the broken surface does not show any anomalies what could challenge the material quality. The review of the manufacturing data and hardness specifications revealed no abnormalities of the specifications. Based on this result, we can exclude a manufacturing fault. No product fault could be detected. The root cause was determined to be a mechanical overload during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.